Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving clonidine, bupivacaine, and morphine at unknown doses and concentrations via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that the patient pump stalled during a MRI. No recovery had been noted in the logs. When the rep interrogated the second time it was noted that the stall had recovered upon interrogation. No symptoms were reported. No further complications were reported.